Event description:
Per "outcomes in the treatment of benign lesions using an engineering bioceramic" poster where drs. Report between 2006 and 2008. " four patient (4%) suffered local recurrence. Three were initially treated with an open intralesional procedure and one percutaneous injection. Two patient healed with repeat excision, and pro-dense autografting, and one healed with pro-dense and autograft, and one patient is pending excision."

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in the package insert. Trends will be evaluated. This poster does not provide information on the date of complications, nor the user facility; therefore, additional information cannot be acquired. This report will be updated when the investigation is complete. (See scanned page).